Manufacturer narrative:
Notes: info recorded in section f completed by the MFR. Info was not provided to the MFR on a medwatch form. Reference reporting site internal file number mx-970147.

Event description:
Connectors on cath became loose. Dr glued the connectors to secure them. No pt injury.